Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 7 mdrs filed for the same patient (reference 1825034-2012-02557 and 1825034-2013-03619 / 03624).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2010 and right total hip arthroplasty on (B)(6) 2011. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012, due to patient allegations of pain. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012, was due to hip effusion, elevated metal ion levels and possible metallosis. The operative notes confirm that the acetabular cup, taper adaptor and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.